Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference number: 3008452825-2020-00420, 3008452825-2020-00421, 9680001-2020-00047. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Access was obtained via transseptal puncture and mapping was completed. Following mapping the ablation catheter was introduced and used to isolate the veins. After ablation the patient reported chest pain and tightness. An echocardiogram confirmed an effusion in the pericardium. Heparin was reversed and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.